Event description:
It was reported to baxter (B) (4) that a baxter singleday infusor had overinfused during patient use. According to the customer, the patient is female (mm) who treated at home. The infusion started at 11:00 and emptied at 15:00 hours. According to the customer, the infusor was filled with sodium chloride (nacl) and then with 5-fu with the total fill volume 48 ml. The reporter stated that the nacl and 5-fu were not baxter product. According to the customer the solution was not filtered, and the prime occured as expected with no forced prime performed. The flow was checked after filling; there were no air bubbles observed in the inlet. The flow regulator was in direct contact with the patient's skin. The infusor was stored in ambient temperature. The patient was connected to the infusor through a huber needle set at the level of the chest. There was no hyperthermia of the patient nor heat spot close to the patient. There were no other infusion connected at the same access point. The reporter stated that the patient experienced diarrhea, however, there was no other clinical consequences reported for the patient. The sample is not available for analysis. No additional information is available.

Event description:
Reportedly the valve was explanted in 2009 after a 49 month duration due to unknown reasons. Hvt sales representative stated, "I will get more info as it becomes available. The product may or not be handed over to me since patient consent is required per hospital policy¿so I may not get it back. I will try though.".

Manufacturer narrative:
Evaluation summary: heavy host tissue is evident at the outflow aspect. Heavy dense layer covered most of leaflet 1, by approximately 11mm, and parts of its free margin. Host tissue curled the free margin of leaflet 1 over itself, pulled the leaflet to an open like position, and led to a gap at the coaptation region. Dense layer of host tissue overgrowth fused the free margins of leaflet 1 and 3 at the outflow aspect, at commissure 1, by approximately 4mm. Also at the outflow aspect, moderate to heavy host tissue encroached onto leaflets 2 and 3, at the greatest distance of approximately 6mm. At the inflow aspect, host tissue is minimal. It encroached onto the tissue and into the orifice by approximately 2mm. Host tissue is moderate to heavy at the stent outflow and minimal to moderate at the stent inflow. Heavy dense layer of host tissue restricted mobility in the leaflets and led to stenosis. The wireform is exposed at the outflow aspect at leaflet 3. The x-ray demonstrates minimal calcification in the cusp area of leaflet 3.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.